Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, switch 1 had a scratch, the forceps channel port was shaved, the electrical connector had corrosion due to water leakage, the distal end had discoloration, the light guide lens had a crack, the adhesive on the bending section cover rubber had a crack, the connecting tube had a wrinkle, the water tightness of the forceps elevator was lost, and due to annual inspection some parts needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the air/water tube and cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Reprocessing was not conducted properly due to leakage from forceps elevator. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.